Manufacturer narrative:
(B)(4). Factors that may contribute to resistance while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the vessel was described as tortuous which could have contributed to the reported difficulty. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported resistance likely contributed to the reported guide wire separation. Reportedly, an attempt was made to snare the guide wire but this was unsuccessful. The patient returned for surgery to remove the guide wire found under the stent. The guide wire was successfully removed without disturbing the stent. The guide wire was not returned which may have aided in the evaluation. Based on the investigation, there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient presented with an acute myocardial infarction. A guide wire was put down the mid right coronary artery (mrca) and a thrombuster catheter was used to aspirate thrombus. A trek 2.5x15 balloon catheter was used to perform angioplasty and was then removed from the patient with no issue. When the guide wire was being pulled out, resistance was met with the mildly calcified and tortuous vessel and the guide wire separated and part of the guide wire, distal to proximal, remains in the rca. An attempt was made to snare the guide wire but this was unsuccessful. The patient is to return for another snare attempt and if this is not successful, the physician plans on stenting the entire artery where the guide wire is. At this time, no adverse patient sequela has been reported. Additional information was received indicating that the guide wire was successfully removed via surgery on 7-1-2011 and the patient was discharged on 7-5-2011, in good condition. No additional information has been provided.